Event description:
It was reported that the patient had developed bacteremia. The implantable cardiac defibrillator system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949-58 implantable tachy lead, (B)(6) 2006; 4194-88 implantable pacing lead, (B)(6) 2006; d274trk bi-ventricular defibrillator, (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.